Event description:
It was reported that during a lap gastric bypass procedure the surgeon at the end of the procedure while cleaning up the technician noticed the active blade was missing from the device, they have not recovered the piece. It is unknown when and where the piece broke off of the device. No x-ray was taken. Patient was released as normal and has not returned.

Manufacturer narrative:
Information anticipated, but unavailable at this time.